Event description:
It was reported that approximately one hour after inserting the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm, after moving the patient to the ICU bed. The fluid lumen was maintained and supplied a crisp waveform when transduced. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: added serial #, lot #, exp date and manufacture date. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Three kinks were found on the catheter tubing and inner lumen approximately 37.3cm, 75.4cm and 76.2cm from the iab tip. The optical fiber was found to broken at the kinked location of 76.2cm. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period mar-19 to feb-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that approximately one hour after inserting the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm, after moving the patient to the ICU bed. The fluid lumen was maintained and supplied a crisp waveform when transduced. There was no patient harm or adverse event reported.